Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. Additional information received: using the powered circular since its launch. Sales rep has not been in surgery with the customer since this report. Surgeon experience: 6 months ¿ 2 years. Photographs/photo¿s available? No. The ethicon powered circular was introduced to them in 2020 and they have been using it successfully for 3 years. The or director reported that both groups of surgeons were experiencing leaks. The leaks are happening 4 to 5 days post-op. In the initial surgery the leak test is negative, and everything looks fine. The account is requesting a call with ethicon engineering. They also want to make sure it is not their technique. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Manufacturer narrative:
(B)(4). Date sent: 9/22/2023. Additional information provided: all surgeons have been experiencing anastomotic leaks several days after surgery. They have been using powered circular since its launch but have been experiencing leaks in the last 6-8 months. They close down into green range and tested with air and water. Dr. (B)(6) 33 years doing surgery and is familiar with the stapler. Initially no significant problems. The last few months they had a series of staple line dehiscence and leaks. The issue has occurred with different surgeons and procedures with different patient diagnosis. These were both open and laparoscopic procedures. He uses the same technique for mobilization and visualization. He could not figure out what was the issue was so started looking at other staplers to address the issue. Anything unusual about the case intraoperatively? Any staple malformation? Nothing unusual about the case. Did have a leak for one patient with diverticulitis. When he investigated the staple line, found it went through the diverticulum tissue and that is where it leaked. The events have been delayed leaks. Intraoperatively they test for leak and passed test. Then 5-10 days later there is a leak. Technique is to transect the rectal stump with linear stapler. Purse string/anvil in the colon line. Closing technique was taught to bring all the way down as far as go. Through experience have modified after started to have issues, so now bring it into the green box. When closing down device, make sure tissue is not bunch up and that is laying flat on staple deck and flat on the anvil. Have you noticed any tissue bunching? No forward or outward pressure. Makes sure he sees color marking at all times. During connection, bunches a little in the middle. However, he routinely inspects the donut so that they are full thickness and uniformed all the way. Removal technique - 1 ½ turn until see it separate and then fishtail out. No difficult or removal issues. The surgeons expressed their understand of the literature and studies, but their concern is that their experience is not aligned with the studies. They are seeking a way to address the issues they are currently experiencing.

Event description:
It was reported that post op a laparoscopic sigmoid colectomy with previous bilateral placement in the ureters' that the patient was brought back to the or with a leak. The leak was repaired by hand sewing the anastomosis. Patient currently doing fine.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.